Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d, g, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the two foley catheter had leaked and fall out. Per follow up via phone on 24mar2021, water leaked from the balloon which then resulted in urine leaking from the meatus. On (B)(6) 2021, another catheter leaked from the balloon. The balloon was inflated with 10cc and about 5cc leaked out .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "balloon not completely sealed to shaft". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "recommended inflation capacities: 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Additionally, it also states "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon". The device was not returned.

Event description:
It was reported that the two foley catheter had leaked and fall out. Follow up via phone on 24mar2021, water leaked from the balloon which then resulted in urine leaking from the meatus. On (B)(6) 2021 another catheter leaked from the balloon. The balloon was inflated with 10cc and about 5cc leaked out .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the two foley catheter had leaked and fall out.